Event description:
Reporting status: serious injury - required intervention. Reporting rationale: stenosis requiring medical intervention. Device status: no device malfunction has been reported. It was reported that the patient presented with unstable angina in 2008, and a 2.25 x 18 xience v was implanted in the lad. The patient reported chest pain in 2009, and an angiogram revealed that the implanted xience v had restenosed. A revascularization was done and another company's 2.75 x 13 stent was implanted. No additional event or patient information is available.